Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -8.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was explanted. On this same date in a separate surgery a replacement lens of the same length, but different model/power was implanted and this resolved the problem. The cause of the event was reported as other.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid and residue/debris on product. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim(B)(4).